Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the fuses were shorted. The medtronic representative replaced the fuses. The replaced fuses have not been received by the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the site's imaging system needed new fuses on the mobile view station (mvs). No patient was present during the time of the reported incident.